Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was they noticed in the last 4-5 days the implant is depleting fast. Patient stated they charge the ins to 100% and next day the ins is down to 30%. Patient stated they get excellent recharging quality. Agent confirmed the controller is charging when plug into the outlet. Controller show ins 70%, controller 60% charged. Agent reviewed the external devices are functioning as intended and recommend patient consult with healthcare provider office for next step. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating that they are still having issues with how quickly their implant is depleting. Patient stated they had gotten in contact with their rep about 3 weeks ago to a month ago, but patient does not recall name of rep they met with. Patient stated their rep took a look at the patients programming and confirmed all seems to be working fine. Patient stated that the implant battery still wears out quickly where they have to charge in the evening, and then the next evening the stimulation implant goes from 100% down to 50% or 40%. Patient confirmed they had notmade any therapy changes. Agent reviewed implant battery is determined by settings and usage, and continued to redirect the patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the implant depleting fast was due to it not charging. The steps taken to resolve the issue included new [donot]. The issue was resolved.